Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the prox rca with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 (rca) was treated with predilatation and placement of a 2.75 x 20 mm taxus stent. Residual stenosis was 0% follwing post-dilatation. Target lesion 2 was identified in the prox lad with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 (prox lad) was treated with predilatation. The pt became hypotensive and bradycardic but quickly recovered. A 3.0 x 12 mm taxus express2 8.8% stent was deployed distal to the first diagonal and overlying the lesion. The septal perforator was jailed and the pt again became bradycardiac with hypotension. The pt's proximal disease appeared worse and another 3.0 x 12 mm taxus express2 8.8% stent was deployed in an overlapping fashion to the previous stent. Residual stenosis was 0%. However, the septal was lost. The pt's chest pain had gradually subsided but did not resolve. The pt received atropine and a temporary pacemaker placement. The pt was transferred to the ccu and their temporary pacemaker was removed. Shortly thereafter, the pt developed an asystolic arrest, was resuscitated and a transcutaneous pacemaker was placed. The electrophysiology service was consulted and a permanent pacemaker was placed. The pt was transferred to the floor, had an elevated white blood cell count and increased oxygen requirement and was treated medically for a possible hosp acquired pneumonia. The pt was discharged 8 days later on plavix and asa.

Event description:
Clinical study. After a coronary artery drug eluting stenting treatment procedure the pt experienced bradycardia. The target lesions were the left anterior descending artery and the right coronary artery. Add'l info has been requested.